Event description:
It was reported that the systems displayed images had horizontal lines, was pixilated and unusable. This can cause the system to be unusable due to the inability to see the live image. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.